Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an error message reading "service occluder module". The user removed the tubing from the venous occluder and used a manual clamping process to continue the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.